Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked case at display window corners, battery tube threads and minor scratched display window. The insulin pump had no button response due to flattened esc, act and up buttons dome switch. Analysis was inspected lcd connector and no unlocked connector noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they could not remove the battery cap. The customer's blood glucose was 200 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.